Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. Visual analysis also found the proximal conductor with blood/body fluid in it (not obstructed), the outer insulation is breached cut and there is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix became extended just with positioning. The doctor was able to retract the helix, but wanted a new lead. The lead was not used. There were no patient complications reported as a result of this event.